Manufacturer narrative:
A patient side (lower) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A review of the device history record for sn(B)(4) was performed from (B)(6) 2007 to (B)(6)2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the 8100 pump module was requested for repair as broken/damaged. There was no patient involvement.